Event description:
The pt underwent total hip replacement due to femoral neck fracture in 2005. The pt experienced dislocation and disassociation of the bipolar cup, and underwent revision surgery five days late. The surgeon found that when they removed the bipolar cup, the locking ring ob bipolar was unlocked.